Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 15-dec-2016: final report: nca number received. No fu received. Company causality comment: this non-medically confirmed spontaneous case report is considered a potential legal case. It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed approximately 8 years after its insertion. According to the follow-up information received, consumer experienced indefinable pain and itching. She was hospitalized and essure coils were removed. Therefore, previous event xenobiotic material removed was deleted. The events are anticipated in the reference safety information for essure. General pain and allergic reaction such as skin itching may occur with essure therapy. In this case, concomitant disease included allergy to nickel that could be an alternative explanation for occurrence of itching. Based on the nature of the events and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, other serious events (unlisted and unrelated) and non-serious event were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No further information could be obtained.

Event description:
This is a spontaneous case report received from a (B)(6) female in (B)(6) on (B)(6) 2016 which refers to who had essure (fallopian tube occlusion insert) placed on (B)(6) 2008 for sterilization. On (B)(6) 2008 the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material was removed on (B)(6) 2016. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. She holds company liable for the damage caused. Follow-up received on (B)(6) 2016: information received from consumer states that she had essure placed for sterilization. According to her, she experienced undefinable pains, palpitations, itching, tiredness, abscesses under the armpit and in crotch, increase in weight, depressed moods and headaches. Consumer also reported that she did an allergy test which only showed allergy for nickel. As treatment, consumer informed that she took antibiotics multiple times. She had excision of abscesses, removal of oviducts/essure coils on (B)(6) 2016 and took anti-allergy tablets (tavegil dosage 3x daily, stop date (B)(6) 2016). Consumer also informed that she was hospitalized and states that she does not remember the date when she recovered; according to her, she has recovered with sequelae (discrepant information). She has scars which have not recovered yet. As additional information (such as medical history and/or known allergies), consumer reported allergy to nickel (tested at dermatology clinic). Company causality comment: this non-medically confirmed spontaneous case report is considered a potential legal case. It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed approximately 8 years after its insertion. According to the follow-up information received, consumer experienced indefinable pain and itching. She was hospitalized and essure coils were removed. Therefore, previous event xenobiotic material removed was deleted. The events are anticipated in the reference safety information for essure. General pain and allergic reaction such as skin itching may occur with essure therapy. In this case, concomitant disease included allergy to nickel that could be an alternative explanation for occurrence of itching. Based on the nature of the events and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, other serious events (unlisted and unrelated) and non-serious event were reported. A product technical analysis is being sought.